Event description:
It was reported that the patient experienced hypertonicity and decreased effect despite increased dosages of medication. An x-ray showed that the catheter had migrated from the intrathecal space and was wrapped behind the pump. The pump and catheter were replaced in 2008. The old pump had been infusing 2000 mcg/ml of lioresal at an infusion rate of 935 mcg/day. The new pump was filled with 500 mcg/ml of lioresal and programmed with an infusion rate of 50 mcg/day as the patient had not been receiving medication for an unspecified time. The rate was increased to 90 mcg/day. The patient was doing well at the lower dose. The hcp reported the patient outcome as recovered without sequela.